Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed, which identified sharp broken on radius assessed, as a surgical impact opening for the stress mark in the shell. A dimension measurement in the shell was performed, which identify the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on radius assessed, as a surgical impact opening.